Event description:
It was reported that there was possible right ventricular (rv) undersensing. Follow-up from received from the representative revealed that the rv lead was also fractured. Further follow-up received from the clinic nurse revealed that there was a lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. It was noted the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated apparent explant damage. Additional comments noted: the presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284trk bi-ventricular defibrillator 2011-05-16; 5076-52 implantable pacing lead 2011-(B)(6); 4196-88 implantable pacing lead 2011-(B)(6). (B)(4).